Event description:
Related manufacturer reference number: 2017865-2023-17608 . It was reported that the patient presented for a scheduled procedure. Prior to the procedure, the atrial and ventricular leads exhibited over-sensed noise. The leads were capped and replaced on (B)(6) 2023. The patient condition was stable.